Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no sample or sample was provided for evaluation. Therefore, sample analysis couldn¿t be performed, and the symptom reported by the customer can¿t be confirmed. However, a probable root cause could be that, while passing the needle through the stopper vial, the needle got clogged with the stopper vial material. During the manufacturing process, a vision system inspects 100% of all the products for clogged needles. Based on the investigation carried out and with no sample for analysis, the symptom reported by the customer can¿t be confirmed. We would be very interested in examining the product that does not meet your expectations and quality standards. Should you again experience any problems with our product, we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Investigation conclusion: this is the 3rd complaint for lot # 9296392 for needle clogged/blocked. Previous complaint (B)(4). There was no documentation for this type of defects during the entire production run of this batch. Based on the investigation carried out and with no sample for analysis the symptom reported by the customer can¿t be confirmed. No additional actions will be taken other than monitoring the complaint trend for this lot. Root cause description: it could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper vial material. During the manufacturing process a vision system inspects 100% all the products for clogged needles. Rationale: CAPA not required at this time. (B)(4).

Event description:
It was reported that needle 25x1-1/2 rb was clogged. The following information was provided by the initial reporter: "it was reported that the needle is plugged and we can not inject anything out of it." Verbatim: I am not sure if this is part of your realm. But we have been seeing an issue with the bd 25g x 1 ½ precision glide needle. The one lot we now if is 9296392. What is happening is the needle is plugged and we can not inject anything out of it. Have you heard of anything on this?"